Event description:
It was reported that a patient never had therapeutic effect and therapy somewhat helped initially. It was unclear if the patient had any therapeutic effect at any point. The patient had programming done in (B)(6) 2014 and program 3 was done at this time. The patient had gone to program 4 but it was too high for her, so she had tried program 1 for the past month. Previously the patient had only tried one program and switched from program 4 to program 1 about a month prior to the report. The day prior to the report, the patient had been driving and afterwards symptoms of loss of bladder control, urgency, and retention had started. The patient thought something was wrong so she increased stimulation in the evening. In the morning, the patient tried each program and noticed that all programs were the same and she didn¿t feel vibration or just felt very little vibration. She believed something was wrong with the device because she felt little vibration and it was the same vibration on all programs. The patient¿s bladder didn¿t empty, it felt full, but the patient would just go a little. She thought she was having mechanical issues with the device, didn¿t know if it was working properly, and didn¿t know if she should change the programs. The patient had more bladder discomfort and frequency and symptoms were at the perineum. She didn¿t feel like she had had even 50% symptom relief with the therapy and now had more problems. Currently the amplitude was 1.8, the patient barely felt stimulation, and the patient changed to program 2 to see if vibration was the same. The patient was then again on program 1 at 1.8. Stimulation was increased from 1.8 to 1.9, the patient felt a little more stimulation, and asked if the machine could be checked. The patient also increased stimulation to 2.0 but went back to 1.9. She planned to leave stimulation at this program and setting and monitor symptoms. It was later reported that previously when looking at the patient¿s numbers, her doctor felt she was much better. It was noted that the patient was a difficult patient. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined, it was unknown if it was device related, and reprogramming was needed. They changed to program 2 on (B)(6) 2014. No troubleshooting, interventions, or other actions were taken to resolve the event. It was unknown if the patient experienced a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient experienced severe pelvic pain, urgency, and frequency. The patient may have a urinary tract infection. The patient's stimulator moved when they jogged.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07161, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog , serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device but was working with their health care provider (hcp) or manufacturer representative. The patient would have an appointment on (B)(6) 2014. The patient was having a lot of problems with the program of their device and the device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.